Event description:
It was reported that the device had a possible under infusion. Pump screen reads stopped and they think patient slept on the pump and accidentally stopped it. Reservoir volume was 0. There was patient involvement, and no patient harm or adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.